Event description:
A cartridge change error was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to successfully load the cartridge onto the pump despite following instructions from technical support. Further troubleshooting was escalated to customer service assistance (csa), where the customer successfully loaded a new cartridge from a different lot number and resumed insulin use. Csa arranged to replace the cartridges for the customer.